Event description:
It is reported that during the surgery while removing the screw pin, the inserter ran idle. The surgeon removed the screw pin with a longnose piller. According to the surgeon the cause of the failure may be due to metal fatigue of the welded place. There were no complications reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned part showed that the tip is found to be separated from the device due to fractured weld or insufficient weld and also tip end is found to be stripped. The device shows wear & tear that indicates successful use during a potential field age of approximately (B)(4) years. Device history record was reviewed and no discrepancies were found. The root cause is a previously addressed design issue. A summary of the investigation will be sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.